Event description:
Customer reported receiving erratic readings on the built-in of their freestyle navigator continuous glucose monitoring system. Customer reported receiving readings of 82 mg/dl, 147 mg/dl, 219 mg/dl, and 349 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's fs navigator receiver was returned for investigation. The internal meter log was downloaded from the receiver. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is the final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(4)-2010. As per the arrangements discussed with the office of (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4)-2011 letter addressed to (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an cre balloon dilator was used during an esophageal dilatation on (B)(6), 2010 involving a (B)(6) old male patient (patient weight and ID are unknown). According to the complaint, when the cre was opened the installed guidewire was seen coming out of the side of the device instead of straight out from the balloon. The procedure was completed with another of the same device with no serious injuries to the patient. The patient's condition as been described as "stable." The balloon was able to be inflated and there was no damage noted to the device. Also, the guide wire was advanced out side of the catheter as opposed to being found in that position.